Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump was heating and there was a black spot under the battery compartment. The customer reported high blood glucose levels of 33.3 mmol/l. The customer's mother stated that her son treated with manual injection. It was reported that the insulin pump had black spot on the bottom compartment. It was reported that the damage occurred due to burn. Troubleshooting was performed. The customer was advised to revert to back up plan and return the insulin pump. Product is not expected to return. Additional device related incidents: infusion set (B)(4); insulin pump (B)(4).